Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. The tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are few variables which can influence pitch cable failure. The root cause of a broken pitch cable is attributed to a component failure and related to device design. No image or video was available for review. A review of the instrument logs for the tenaculum forceps (part number 470207-10/ lot number k10220321-0065) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used in a procedure on (B)(6) 2022 on system sk4341. There were 9 uses remaining after this last procedural use. This complaint is reportable malfunction event due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken black cable. The procedure was completed with no reported injury. The tenaculum forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.